Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: a review of the black box showed multiple reboot events. Visual inspection revealed that the battery compartment was cracked. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. There was evidence of moisture corrosion behind the display screen. The pump failed leak testing due to a battery compartment leak. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no power issues or alarms occurring. The complaint of a power issue could not be duplicated on investigation. The pump cover was removed, and there was evidence of moisture corrosion found to the force sensor circuit, the power circuit, the display screen, and the cgm module. Unrelated to the original complaint, investigation revealed that the bolus button cover was torn and the display was dim and distorted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)